Event description:
Same case as MFR report #: 2134265-2009-01690. It was reported that during a percutaneous coronary interventional procedure, a wire separation and vessel perforation occurred. The 90% stenosed lesion was located in the calcified and highly tortuous proximal to mid right coronary artery (rca). After placing a 6fr guide catheter and a guidewire, it was attempted to dilate the lesion with a non-bsc 2.5 x 20mm balloon; however, the balloon was not able to cross the lesion. After crossing a microcatheter, the rotawire floppy was advanced, and then the 1.5mm rotalink burr was advanced. The rotational speed of the burr was set at 190,000 to 200,000 rpms. It dropped 4000 rpms for 10 seconds for the 1st run; 7000 for 13 seconds for the 2nd run; didn't drop for 13 seconds for the third run. However, during the 4th run, the floppy rotawire detached where there was some calcification and tortuosity in the vessel. It was noted that the wire was bent nearly 90 degrees. An attempt to retrieve the wire with a snare was made, the attempt was unsuccessful however the wire fragment perforated the vessel. The patient was taken for a bypass and to retrieve the wire fragment. Patient condition following surgery was reported as "well".

Event description:
Same case as MFR report #: 2134265-2009-01690. It was reported that during a percutaneous coronary interventional procedure, a wire separation and vessel perforation occurred. The 90% stenosed lesion was located in the calcified and highly tortuous proximal to mid right coronary artery (rca). After placing a 6fr guide catheter and a guidewire, it was attempted to dilate the lesion with a non-bsc 2.5 x 20mm balloon, however, the balloon was not able to cross the lesion. After crossing a microcatheter, the rotawire floppy was advanced, and then the 1.5mm rotalink burr was advanced. The rotational speed of the burr was set at 190,000 to 200,000 rpms. It dropped 4000 rpms for 10 seconds for the 1st run; 7000 for 13 seconds for the 2nd run; didn't drop for 13 seconds for the third run. However, during the 4th run, the floppy rotawire detached where there was some calcification and tortuosity in the vessel. It was noted that the wire was bent nearly 90 degrees. An attempt to retrieve the wire with a snare was made, the attempt was unsuccessful however the wire fragment perforated the vessel. The patient was taken for a bypass and to retrieve the wire fragment. Patient condition following surgery was reported as "well".

Manufacturer narrative:
Additional information: catalog/model, brand name. Question 1. The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: (1) a complete description of methodology(ies) used, (2) an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, (3) any conclusions based on the final failure analysis or laboratory test results. Response: product analysis was provided on a supplemental FDA form 3500a submitted on 05/27/2009 stating: visual examination revealed that no cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer. A tug test was carried out on the rotablator plus unit as per procedure and no issues were noted. A connect/disconnect test was carried out as per procedure and no issues were observed. A test guide wire was inserted in the rotablator plus unit and no issues were noted. The rotablator plus unit was wet tested as per procedure and the speed only reached 101krpm for 3 minutes and the device then stalled. A scratch test as per procedure was performed to confirm if the returned burrs cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The burr was microscopically examined and the burr annulus was severely misshapen and flared. The complaint unit met all quality characteristics. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Question 2. Any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: question 3. Please provide the total number of devices manufactured and distributed for the last three years by year for the device indicated in the medical device report. (B) (4)